Event description:
With a floor lift, certified nursing assistant (cna) was transferring a resident from bed to chair. Cna were checked the connections. The lower left sling clip was detached and the resident slid out and hit their head. X-rays was taken but no injuries were reported. MFR #: 9681684-2013-00037.